Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a clinical study patient. It was reported the patient has been receiving inadequate therapy due to migration of their lead located at t6. Reprogramming was unable to provide adequate therapy. As a result, the patient may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information gathered revealed the patient's lead was explanted.